Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated stretching of the lead and damage at implant. Additional analyst notes stated that the connector overlay sleeve is bunched-up (at 6cm) and it appears that dried crystals of saline or contrast are visible under the sleeve. (B)(4).

Event description:
It was reported that during the implant procedure the physician noticed that the lead had a bubble near the pin. It was noted that there was concern of a potential performance issue. The lead was not used and a different lead was implant instead. No patient complications have been reported as a result of this event.